Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted with an implantable neurostimulator reported that they were having overstimulation. After last follow up appoint ment/adjustment with the manufacturer representative, the patient reported that the stimulation now increases from 2.50 up to 4.50/5 when walking which is too high and almost stop patient from walking. Patient reported that when they walk for a few minute, the stimulation goes back to a lower setting. Patient was asked if the stimulation change was related to positional movement and they said yes. According to the patient, when they turn their upper body slightly, they get sharp pain across the lumbar area which almost causes them to sit when in a standing position. Patient reported that the pain that it cause is worse than the pain they had prior to implant. It was reported that this was occurring before the adjustment but hadn't informed the manufacturer representative about it. The patient did not have their patient programmer during the report. It was reviewed that the adaptive stimulation needs to either be disabled or changed to lower setting while walking. Patient reported that the pain they had prior to implant was from shoulder blades to right ankle, sometimes in the leg and the implant took care of it. Patient stated that after the last adjustment, they were given 6 programs with 2 high frequency (6.5/4) and a lower one that they are currently using. They keep the lower one from 2-3 and can feel strong. Additional information reported by the healthcare professional stated the patient hadn't contacted them since last seen on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.